Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted, due to an infection. The patient is reportedly on dialysis and now has vegetation on the valve. No additional adverse patient effects were reported.